Manufacturer narrative:
MDR ./ initial 6 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that infusion set cannula was bent which led to high blood glucose of and it was addressed by correction bolus using pump on 27 apr 2026.